Manufacturer narrative:
The facility disconnected the pt pendant and the bed functioned properly. The facility replaced the pt pendant to repair the bed.

Event description:
Alleged the bed experienced an unintentional movement of the head up.